Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that his wife's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident exceeded 400 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the button error alarm. The customer's husband stated that they were at the lake but the insulin pump was not near the water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No unexpected low battery test noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot and cracked reservoir tube lip.